Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt could not get the stimulation to cover the lower back. The pt is currently not using the ipg since it does not cover his pain. X-rays were taken and believe the lead has migrated. The sjm rep met with the pt and was unable to establish coverage in his lumbar area. The rep is going to discuss with the surgeon for the next course of action to resolve the issue. No further info is available at this time.